Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, loss of atrial capture was observed even at max output. Noise causing inappropriate mode switch was also noted on right atrial lead. The programming changes were made. The patient was stable and will be continued to be monitored.